Manufacturer narrative:
The insulin pump passed the functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. It communicated properly with transmitter sensor and glucose sensor simulator. No sensor error alarm noted. It also communicated properly with the meter. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized on (B)(6) 2015. Blood glucose value at the time of admission was 454 mg/dl. The customer stated he had changed the set and was trying to treat with the insulin pump but his blood glucose level was not coming down. The insulin pump was removed and he was treated with insulin drip. The customer was still in the hospital at the time of the call. Current reading was 171 mg/dl. The customer mentioned receiving different sensor alarms and having issues with the meter. The customer declined troubleshooting and requested the insulin pump to be replaced. The device was replaced and returned for analysis.